Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set cannula was bending. The customer's blood glucose increased to approximately 400 mg/dl. No further details were provided regarding symptoms or treatments of the hyperglycemia. Troubleshooting was initiated for the infusion set damage. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.